Event description:
A report was received that the patient was experiencing inconsistent stimulation. High impedances were noted on 7 contacts of the lead. Database analysis revealed that the impedance measurements suggested there may be a stress point in the lead that caused a fracture. The patient will undergo lead revision.

Manufacturer narrative:
Remove splitter serial# (B)(4). As additional suspect medical device component. Sc-2316-50, sn (B)(4): device evaluation of the lead indicated that the complaint has been confirmed. Visual and x-ray inspection of the lead found cables that were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # 1, 2, 3, 4, 5, 8, 9, 10, 11, 12 and 16. The fracture location was 1cm from the clik anchor site. The broken cables resulted in the reported complaint. Sc-4316 device evaluation indicated that the clik anchor was intact and no parts of it were missing. Sc-3400-30, sn (B)(4): device evaluation indicated that the splitter passed visual, electrical, and mechanical tests performed. The complaint was not verified. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing inconsistent stimulation. High impedances were noted on 7 contacts of the lead. Database analysis revealed that the impedance measurements suggested there may be a stress point in the lead that caused a fracture. The patient will undergo lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent lead revision wherein the lead and clik anchor were replaced. During the procedure, the physician noticed that the lead was slightly frayed. The splitter, lead, and clik anchor were explanted due to suspected malfunction. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-4316 serial #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: 30cm splitter kit.

Event description:
A report was received that the patient was experiencing inconsistent stimulation. High impedances were noted on 7 contacts of the lead. Database analysis revealed that the impedance measurements suggested there may be a stress point in the lead that caused a fracture. The patient will undergo lead revision.